Event description:
Report received of blood leakage from the tubing of the butterly set. The customer reported that the butterfly set was used for home blood draw. During the blood draw, it was reported that minimal amount of blood leakage was noted at the connection where the tubing met the wings of the needle assembly. There were no reported adverse pt effects. No medical interventions were required.